Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope (maj-2315) are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to d8 and g2 from initial medwatch. Information has been added to these fields that was inadvertently not included on the initial medwatch. Also, information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q190v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6). Event occurrence is approximately in the last week of october. The device is discarded by the customer and will be not returned; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Due diligence is being performed to collect additional information for the event.

Event description:
As reported for this event by the customer, the device came off the scope during an unknown diagnostic procedure. There is no harm or adverse impact to the patient. The two associated devices in this event are the scope and the distal and cover.